Event description:
During a catheter exchange the spring wire guide unravelled. The pysician was unable to remove the wire guide, so a venous cutdown was performed. There was no patient complications.